Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital, although several attempts were made. A root cause for the reported event could not be determined through the evaluation. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on (B)(6) 2015 indicating that the patient's family is still in possession of the equipment.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient¿s brother made attempts to reach the patient. After several failed attempts, the patient¿s brother sent a neighbor/friend to check on the patient. The patient was found deceased. The cause of death and length of time between death and discovery of the patient is unknown. The cause of death and length of time between death and discovery of the patient is unknown. The patient had a pump exchange in (B)(6) 2015 and at the time of the exchange an aortic valve replacement was also performed due to severe aortic insufficiency (ai) that had developed over time during vad support since the original implant ((B)(6) 2011). It was not known if the patient had any issues that may have contributed to his death. The timeline leading to his death is unknown, but given the circumstances the vad coordinator stated they do not believe it was device related. The patient's brother did not know if any active alarms were present at the time of death. The vad team believes the incident occurred while the patient was on battery support. With the information reported to them, the vad team was not able to determine if a cerebrovascular accident, aneurysm or some other catastrophic incident might have occurred. Once the patient batteries and internal system controller battery expired, there are no more alarms present which is why they believe the vad was functioning as intended until running out of power. An autopsy was declined by the family so the lvad will not be returned for evaluation.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR# 2916596-2015-00571. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.